Event description:
Customer reported ceftraxone (which is amber-colored) was hung as a secondary infusion. The primary bag was a 100ml bag and it was found bulging full with amber-colored fluid. It appears the check valve failed. There was no report of pt harm and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received but has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.